Event description:
Event description boston scientific received information that this transvenous right ventricular lead displayed out of range impedances. The measurement had been stable since implant until the last three months, at which time the impedance and threshold had increased. Sensing had not changed. Additional information was received stating the rate/sense portion of the rv lead was surgically abandoned because of suspected lead fracture.